Event description:
It was reported that the pt had a thyroidectomy on friday, 7 am surgery. A pump (100x2ml/hr) pump was placed around 10 am, with .5% ropivacaine. Catheter was believed to be a 1" silver soaker, and placed above the strap muscle. Pt is a smoker. Pt was doing great. Typically, pt stays 24 hours, but this pt talked surgeon into letting her go home at 8 pm that night. On drive home, she began experiencing breathing issues, so went to an ER at a hospital across town. The facility found that the pt's vocal cords were paralyzed, pulled the pump, and placed the pt on a ventilator in the ICU. It is presumed that the pump was discarded. F/u with the surgeon indicated that there was no pump malfunction, but there were many other factors that contributed. Pt was a smoker. Surgeon used a .5% ropivacaine and a 2 ml/hr pump and pt's drain was pulled early. Surgeon has since changed to a .5ml/hour pump and a .2% ropivacaine. Communication with the surgeon's office on 12/09/2009 indicated that the pt returned to the surgeon's office for a f/u visit and is doing well.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. No sample was received for eval and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. Info gathered during the investigation stated that the pump did not malfunction. The I-flow catheter placement guide for thyroidectomy by carous (B) (4) recommends the flow rate of 0.5ml/hr. The use of a higher flow rate pump may have contributed to this event. F/u with the surgeon indicated that there was no pump malfunction, but there were many other factors that contributed. Pt was a smoker. Surgeon used a .5% ropivacaine and a 2 ml/hr pump and pt's drain was pulled early. Surgeon has since changed to a .5 ml/hour pump and .2% ropivacaine. Communication with the surgeon's office on 12/09/2009 indicated that the pt returned to the surgeon's office for a f/u visit and is doing well. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.